Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak blood glucose of 285 mg/dl after not announcing a meal, and the event was associated with user operation of the device rather than a device malfunction. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to an improper or incorrect procedure involving the user interface. The user had not been announcing meals; additional training and a follow-up for education were recommended. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.